Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date in 2021 and the endoscope was used. It was reported that prior to surgery, the plastic that covers the sheath was stuck, and it did not come out with ease. It was also reported that the screen broke while trying to extract it. There were no adverse patient consequences reported.